Event description:
The hcp reported the patient was experiencing withdrawal. A rotor study and CT myelogram were done and a pump stall was found. The pump was explanted and replaced and returned to the manufacturer for analysis.